Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through resetting the pump, which resolved the issue, allowing the customer to successfully start their sensor session again.